Manufacturer narrative:
H6: code is updated. Previously submitted fdc d16 is no more applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6)/227114300, UDI#: (B)(6). Img code for product ID: nim4cpb1 is g02005. Manufacturing date: 2023-08-07 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that staff were preparing the patient for surgery and powered on the nim vital with the patient interface in the charging dock and connected via cord. When the patient interface was removed from the dock, an error message appeared that it could not connect to the console. The pi was returned to the dock and the system was powered off and then back on. The next time the pi was removed from the dock (still connected by cord) the error message that a pi fault was detected was displayed. At this point the staff removed the system from the room and another nim vital was used to finish the case. The procedure was delayed by 10 minutes. Later user evaluated the system in the biomedical engineering department the following day and also received the pi fault detected error when removed the patient interface from the dock (it was still connected by cord). At this point user disconnected the pi from the console, manually powered down the patient interface, then placed it back in the charging dock. User then shutdown the system and powered it back on. Removed the patient interface from the dock and it was able to successfully establish a wireless connection without issue. Then replaced the pi in the dock and powered off the system. It was turned back on and the pi was removed from the dock and no issues were observed with wireless connection. User then connected the cord to the pi and the console changed over to the cord icon on the screen and no issues were observed. Finally, user returned the pi to the dock and powered the system off, then on. User removed the patient interface from the dock while still connected by cord and no issues were observed. There was no patient impact.